Manufacturer narrative:
The customer evaluated the system and replaced the monitor. System is operating as intended.

Event description:
It was reported that the start up window is showing on images, the images are rotating, and the collimator is not working. No patient injury was reported.